Event description:
A malfunction was reported on the customer's pump, and a malfunction code was displayed. The customer declined to answer if this issue caused their blood glucose level to exceed 500 mg/dl, so no information was available regarding any impact on the blood glucose level. Technical support instructed the customer on handling the pump in storage mode and arranged for a replacement pump to be sent, with the customer returning the problematic pump using a pre-paid label. The customer understood the instructions provided.